Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 545 mg/dl. A bolus of insulin was delivered and water was consumed to address bg. Contact reported that pump settings needed to be adjusted due to customer's hormones. Settings were adjusted after discussing event with customer's healthcare provider.